Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 392 mg/dl. Reportedly, the customer resumed insulin therapy successfully and experienced no further issues.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, a different issue was identified.